Event description:
It was reported that syringe 50ml ll had scale marking issues. The following information was provided by the initial reporter: we have noticed a problem with lot 2011028 of ref (B)(4). Some packages contain 60 ml eccentric syringes. We have had the case with several boxes and the number of "defective" syringes is variable.

Manufacturer narrative:
H6: investigation summary: three physical samples and two photo were provided to our quality team for investigation. Through visual inspection, the scale is observed to be clear but is still legible. A device history review was performed for lot 2011028, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, this defect can occur due to a failure in the patters or flaming system used to transfer the ink onto the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had scale marking issues. The following information was provided by the initial reporter: we have noticed a problem with lot 2011028 of ref 300865. Some packages contain 60 ml eccentric syringes. We have had the case with several boxes and the number of "defective" syringes is variable.